Manufacturer narrative:
Inspected one opened and used sensor. We performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm pump, connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications. Cannot perform test as the sensor is beyond its expiration date. Also, we found sensor with a bent cannula. Unable to confirm customer received sensor in said condition due to customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 162 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. The customer received change sensor alert and a calibration error, as well as the sensor glucose verses blood glucose error. Sensor glucose and blood glucose with threshold suspend after changing the sensor. The threshold/low suspend limit in sensor setting is 60. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis.